Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported damage to screen,when it switches on it just shows funny star shaped colors. There was no reported patient involvement/adverse patient impact.